Manufacturer narrative:
No conclusion can be made. The cause of the patient's postoperative symptoms cannot be determined at this time. As reported the patient has multiple known allergies. A mesh sample was provided to the patient's allergist for reactivity testing. Allergic reaction is listed in the adverse reaction section of the instructions-for-use as a possible complication. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative condition does not appear to be caused by the davol mesh used to treat the patient. H3 other text : remains implanted.

Event description:
It was reported that on (B)(6) 2014 the patient was implanted with a bard ventralex st mesh. As reported since implant the patient has had symptoms of itching, swelling and intestinal/digestive issues and has undergone imaging studies. As reported, the implanting surgeon and the patient's doctors thought the symptoms to be related to gastrointestinal issues and not the mesh or implant surgery. The patient is reported to have multiple food allergies and severe pollen allergies. It is reported at this time, the symptoms are intermittent are not debilitating. A mesh sample has been provided to the patient's allergist for reactivity testing. Addendum: on (B)(6) 2019 reactivity test performed with ventralex st mesh sample, the results were negative for reaction.

Manufacturer narrative:
No conclusion can be made. The cause of the patient's postoperative symptoms cannot be determined at this time. As reported the patient has multiple known allergies. A mesh sample was provided to the patient's allergist for reactivity testing. Allergic reaction is listed in the adverse reaction section of the instructions-for-use as a possible complication. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2014 the patient was implanted with a bard ventralex st mesh. As reported since implant the patient has had symptoms of itching, swelling and intestinal/digestive issues and has undergone imaging studies. As reported, the implanting surgeon and the patient's doctors thought the symptoms to be related to gastrointestinal issues and not the mesh or implant surgery. The patient is reported to have multiple food allergies and severe pollen allergies. It is reported at this time, the symptoms are intermittent are not debilitating. A mesh sample has been provided to the patient's allergist for reactivity testing.